Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used during a procedure performed on (B)(6) 2022. During the sphincterotomy procedure, the cutting wire failed. The device was removed with the cutting wire that could have damaged the duodenoscope. It was reported that the procedure was completed; however, it was unknown what device was used to complete the procedure. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the cutting wire broke.

Manufacturer narrative:
Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned dreamtome rx 44 was analyzed, and a visual evaluation noted that the cutting wire was broken at 2 mm from the proximal pierced hole. Also, the working length had a kinked section near the proximal pierced hole, and a bent section. The device was observed under magnification and the cutting wire was broken, bent, and blackened. The working length also had a kinked section near the proximal pierce hole. No other problems with the device were noted. The reported event of cutting wire was broken was confirmed. Upon analysis, it was found that the cutting wire was broken, bent, and blackened. Additionally, the working length was kinked. Based on the condition of the device, the problem found could have been generated due to user technique upon removal of the device from packaging, handling, and manipulation of the device. Advancing the device through the scope, or triggering the device while it was inside the scope can break or bend the wire. The cutting wire being blackened indicates that the device was energized. This concurs with the reported problem, where it was stated that the cutting wire broke at the first electromagnetic pulses. Energizing the wire without being in contact with tissue during the procedure could also have broken the cutting wire. It is most likely that procedural or anatomical factors encountered during the procedure could have affected the device performance and its integrity. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used during a procedure performed on (B)(6) 2022. During the sphincterotomy procedure, the cutting wire failed. The device was removed with the cutting wire that could have damaged the duodenoscope. It was reported that the procedure was completed; however, it was unknown what device was used to complete the procedure. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the cutting wire broke.